Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: at around 2 p.m. On september 7, a customer came to the store to bought the disposable injection pen needles for inject insulin. At around 6 p.m., the customer came to the store to return needles, said that needles could not inject insulin. After trying needles for the customer, it was confirmed that needles indeed could not inject insulin, so the store return needles for the customer. Ae report no.1284312072025000196. Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 329487. If any update will be sent by email. Sample availability: unknown sample availability details: unknown.